Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the frequency of this phenomenon is low, and it is possible that it occurred due to a temporary malfunction. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. Then, (B)(4) performed the continuous inspection, the reported phenomenon was not reproduced. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), it was found that the front panel switches were not functioning. The subject device was the asset of okr for demonstration. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.